Event description:
An eye care practitioner reported that he treated a pt several months ago for a central ulcer which has resolved. Several attempts have been made to obtain additional info. No further info is available at this time.